Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Error code 46181 appeared at startup. The main board was inoperable and it was replaced during the repair for the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 46181. No patient injury reported.